Event description:
It was reported to philips that the system gave some alerts indicating the image processing computer was unable to boot up and the image disk was full, preventing imaging.the device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.